Event description:
It was reported that the entire neurostimulation system was explanted because the patient felt pain on the side where the lead extension was implanted. Impedance measurements pre-operatively showed no abnormality. The patient incurred no injury and was fine.

Manufacturer narrative:
Lead model 3877-45, lot# unknown, implanted unk, explanted (B)(6) 2012; lead model 3877-45, lot# unknown, implanted unk, explanted (B)(6), 2012; extension model 37081-40, serial# unknown, implanted unk, explanted (B)(6) 2012; extension model 37081-40, serial# unknown, implanted unk, explanted (B)(6) 2012.